Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a recent infusion site change, with continuous glucose monitor (cgm) showing a peak of 277 mg/dl and continued rise until a connector on the infusion set was fully seated and locked, after which insulin flowed through the tubing and the ilet algorithm delivered correction insulin. Investigation included remote troubleshooting and inspection of the infusion set connection, tubing, and insulin delivery path. Investigation of this case revealed an incomplete infusion set connection that prevented insulin delivery until the connector was fully inserted and locked, after which glucose levels trended downward to 246 mg/dl. No clinical symptoms associated with hyperglycemia reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event but related to improper connection of the infusion set. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.